Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the partial lead was returned as a segment, analyzed, and a distal conductor was fractured by flexing while in vivo. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was partially explanted and replaced. The rv lead segment was returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.